Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Vasospasm is a known inherent risk of mechanical thrombectomy procedure and is documented in the solitaire instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The event could not be confirmed, as cause of the event could not be definitively determined. MDR related to this event: 2029214-2016-01018. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of vasospasm occurring in the left internal carotid artery (ica) and left middle cerebral artery (mca) after the devices was removed. The vasospasm resolved with the administration of 5 mg of ia milrinone infusion. There was complete recanalization of the left mca occlusion with brisk flow into the left middle cerebral artery branches. There is no evidence of any residual occlusion. The inferior trunk of the left mca has some irregularity which is of unknown significance and could represent dissection. The baseline nihss was 27 (tpa was given without improvement) pre stroke the mrs was 1. Post intervention, nihss was 21. At 7 days, the nihss was still 17. At discharge the mrs was 5.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.